Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported high o2 concentration could not be duplicated. Functional checks were performed and the ventilator was cleared for clinical use. However, the o2 sensor was precautionary replaced by the fse but not returned for investigation. The evaluation of the received device logs confirms the reported alarms for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure exceeding preset upper pressure limit were also generated. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the ventilation period. Since the ventilator passed functional tests and no parts were returned for investigation, the root cause of the generated alarms has not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).